Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The device passed all functional tests and procedures, and was confirmed to operate appropriately. There was a minor scratch observed on the bending section cover glue, and the air/water nozzle was inspected , and both were determined not to be sharp. The device has been returned to the user facility and the facility personnel was informed of the findings of the investigation. The exact cause of the patient's outcome could not be conclusively determined, however, neither user handling or the patient's underlying condition cannot be ruled out as contributory factors. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy, the user encountered a mass in the patient's sigmoid colon which the colonoscope could not advance beyond the obstruction. The procedure was completed using the same colonoscope; however, the pt exhibited signs of distress immediately following the procedure. The pt was subsequently transferred to a nearby hosp via ambulance, and a perforation was confirmed via x-ray. The pt underwent surgical repair of the perforation, was later taken to ICU and then to med-surg. The pt remained in the hosp as of the last conversation with the facility staff. The current condition of the pt is unk.